Manufacturer narrative:
The returned system, intended for use in treatment, was returned as an MDR for evaluation. The warranty seal is partially interrupted but intact. The unit was not opened. No visible damages and no manufacturing abnormalities were observed. There was no relationship found between the returned device and the reported incident. During functional evaluation the controller was tested as a system together with the returned customer¿s device (ac2823-01/ln1160692) and by using a known good foot control on the lab. Upon powering up the controller and getting pass the initial loading screen the returned system was tested by using the returned wand as well as a test box and the system performed as intended. Due to the complaint there is not irrigation tube assembled on this system. Hence the complaint was not verified and the root cause could not be determined with confidence.

Event description:
It was reported that during a wrist arthroscopy, the irrigation fluid has leaked from the incision site and appears to have caused burns. The unit was operated in ablation mode at level 1 at this time.